Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of migraine ("migraines") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2016, the patient had essure inserted (intra-uterine). In (B)(6) 2019 she experienced burnout syndrome ("burnout"). In (B)(6) 2019 she experienced periarthritis ("adhesive capsulitisof the left shoulder"). An unknown time later she experienced migraine (seriousness criterion medically important), arthralgia ("joint pain"), major depression ("constant melancholy"), weight loss poor ("I have not been able to lose weight"), dyspepsia ("even more complicated digestion"), torticollis ("torticollis") and ovarian cyst ("ovarian cyst 19cm"). The reporter considered arthralgia, burnout syndrome, dyspepsia, major depression, migraine, ovarian cyst, periarthritis, torticollis and weight loss poor to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of migraine ("migraines") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2016, the patient had essure inserted (intra-uterine). In (B)(6) 2019 she experienced burnout syndrome ("burnout"). In (B)(6) 2019 she experienced periarthritis ("adhesive capsulitisof the left shoulder"). An unknown time later she experienced migraine (seriousness criterion medically important), arthralgia ("joint pain"), major depression ("constant melancholy"), weight loss poor ("I have not been able to lose weight"), dyspepsia ("even more complicated digestion"), torticollis ("torticollis") and ovarian cyst ("ovarian cyst 19cm"). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, burnout syndrome, dyspepsia, major depression, migraine, ovarian cyst, periarthritis, torticollis and weight loss poor to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 104 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.